Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to sensor failure, she noticed that wire appeared shorter than normal. Sensor wire did not appear broken nor did pt see any portion of the wire at the site of insertion. At time of call, pt reported she was in fine condition.